Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Initial reporter fax number: not provided. Device remains implanted.

Event description:
It was reported that implant (tsvb13) internal threads were damaged during clinical procedure. Implant remains well seated and intact; threads tap tool has been requested to re thread the implant and replace screw. Tooth location 23.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) was not returned for investigation. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth #(B)(6) and used for an unknown period of time. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 62039207. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62039207) for similar event and 1 other complaint was identified which is related to this complaint. January post market trending was reviewed and there were no actionable events or corrective actions for the reported events (damaged drive feature & damaged threads) or product (tsvb13). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. A definitive root cause could not be identified.

Event description:
Additional information received confirmed a loosened screw in the patient's mouth, as a result, internal implant threads (tsvb13) were damaged.

Manufacturer narrative:
Additional information received confirmed a loosened screw in the patient's mouth; as a result, the doctor reported that the internal implant threads were damaged.